Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent a posterior lumbar fusion due to lumbar canal stenosis at l4-5. Post-op, CT image revealed that screw had come off. Revision surgery was performed to replace the come off screw. Screw was deviated. Patient complications were reported as unknown. No health damage in the patient was reported. Revision was performed to replace the screw on either (B)(6) 2016.

Manufacturer narrative:
X-ray review results: CT and x-rays provided. One of the left screws is placed through the transverse process and is not intervertebral. Root cause: surgical technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.